Event description:
The customer contacted stryker to report that their device failed to analyze a rhythm. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to analyze a rhythm. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.